Event description:
Customer reportedly received results of 300-something (mg/dl) and 119 mg/dl within 10 minutes on the compact plus system. Also reports 2.5 months ago she received results of 150 mg/dl and 60 mg/dl within 10 minutes on the compact plus system. Two weeks ago she received results of 124 mg/dl and 70 mg/dl within 10 minutes on the compact plus system. No actions taken based on device results. No adverse event related to the device reported. Requested return of suspect device and replacement was sent.